Event description:
It was reported that "I'm afraid we have a recurring fault with our camera/telepack. It seems there is some loose connection, which either fails to produce an image or produces a very yellow image. It happened during a procedure today, requiring us to convert the lap spay to an open procedure".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).